Event description:
New information received notes noise was also observed on the atrial lead during the replacement procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12260. It was reported that the patient is dependent on the device for normal function. It was noted that during a follow up in clinic, noise resulting in a pause was observed on the right ventricular lead. The patient was scheduled for a right ventricular lead replacement. During the procedure, insulation breaches were observed on the right ventricular lead as well as the atrial lead. The leads were explanted and replaced. The device was also replaced electively. The patient was recovering.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.